Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post paced t wave oversensing was observed on stored egm. Programming changes were made. Clinic will continue to monitor patient. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.